Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update field b5: describe event or problem, section b and field h6: device codes, section h.

Event description:
It was reported that this pacemaker reverted into safety mode during an in-office evaluation. Technical services (ts) confirmed the device entered into safety mode and recommended to consider device replacement. No adverse patient effects were reported. This pacemaker remains in service. Additional information was received that this device was successfully explanted and replaced. No additional adverse patient effects were reported outside the revision procedure. This product is expected to return.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker reverted into safety mode during an in-office evaluation. Technical services (ts) confirmed the device entered into safety mode and recommended to consider device replacement. No adverse patient effects were reported. This pacemaker remains in service.